Event description:
A 2 day infusion pump (2.08 cc/hr) with .25% plain marcaine was used following a bunyon procedure. Patient experienced tissue necrosis a week after the procedure. A skin graft/plastic surgery will be needed to correct it.